Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient was experiencing noise and oversensing. Reprogramming changes were made and the patient has not needed to return to the clinic. The patient suffered no adverse consequence.